Event description:
The hospital reported that during inspection of the 7mm extended length endoscope with direct visualization by biomed, the lens is cloudy and therefore removed from service. No patient involved.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the reported lot/serial number. The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis for similar complaints: (4109/213 &67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10/213/67): the device was returned to the factory for evaluation on 04/13/2022. An investigation was conducted on 04/25/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact with no visual defects observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. The image was observed to be clear with no visual defects observed in the image. Based on the results of the evaluation, the reported failure "poor quality image" was not confirmed.

Event description:
N/a